Manufacturer narrative:
Device evaluation; during evaluation of the sample a tear was observed on the anterior ans posterior aspect of the implant measuring 3 cm. Microscopic examination was performed and striations were observed in the rupture. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation: during evaluation of the sample a tear was observed on the anterior and extending to posterior view of the implant, measuring 3 cm. It is possible this is the cut made to drain the fluid, since during microscopic examination striations were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. In addition, a second rupture was observed within a crease on the posterior aspect, measuring approximately 0.2 cm. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of continuous and sustained stresses to the device, folding or wrinkling of the shell in the breast pocket. This wear in combination with the accident caused the rupture observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: left-mentor smooth round moderate profile 450cc saline breast implants, serial number (B)(4), catalog number 3502450. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 450cc saline breast implants which the right side deflated after implantation. The issue happened due to accident. As a result patient underwent bilateral removal and replacement with saline devices on (B)(6) 2019.